Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, the patient experienced cardiac arrest and a stroke a few days after. The following information is unknown: what dates the cardiac arrest and stroke occurred, the causes of the complications, what medical intervention was rendered due to the complications, and the patient's current status. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.

Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.